Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, were determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal as well as the vertical positions. The results show that the m. Blue is not operating within the acceptable tolerance in either position. An slower outflow of m. Blue could be determined. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found inside the m. Blue. Results: based on our investigation results, we can determine a slowed outflow at the m. Blue. The deposits visible in the valve have led to the change in flow rate. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m. Blue valve(#: fx801t) was implanted. According to the complainant, the valve showed an under-drainage and adjustment difficulties. The patient underwent a revision procedure. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.